Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch utlramini meter was prompting three dashes. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began on the previous month, when she first obtained the meter from her sister. It is unknown what actions the patient took regarding her diabetes management as a result of not being able to obtain a reading. On an unspecified time on the day prior to original date, the patient reported that she was feeling really bad. The patient stated she was feeling a lot of fatigue and was off-balance. As a result, she reportedly contacted ems and was taken to the emergency room. The patient reported, when tested with the ER meter, they obtained a reading of "376 mg/dl" and at a later time a result in the "200 mg/dl" range. The patient reportedly was treated with insulin; however, the patient did not know the type or dose. At the time of troubleshooting, the cca discovered that the patient was manually powering the meter on. The cca educated the patient on the correct procedure to obtain a blood glucose reading. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.